Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, there are no reported allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) therapy was experiencing drain complications with the fresenius cycler during drain cyclers in pd treatment. Further information was obtained during follow up calls with two pd nurses familiar with the patient who reported that the patient did not experience any adverse effects from the reported drain complications. It was confirmed the patient was using heparin, per standing orders, for possible fibrin even though fibrin was not visible. Subsequently, on (B)(6) 2022, the patient was seen in the outpatient pd clinic (for a scheduled appointment). During the visit, the pd nurse performed a manual drain of the pd effluent which was observed to be cloudy. As a result, the patient had a pd culture obtained which had no organism growth but did have an elevated white blood cell of 180 consistent with a diagnosis of peritonitis. The patient was initiated on antibiotic treatment with vancomycin 1.5 grams and gentamycin 60 mg intra-peritoneal (ip) on an outpatient basis. Per the nurse, the patient is recovering from the event and continues pd treatment on the fresenius cycler without any issues. The nurse stated the cause of the peritonitis was unknown. However, there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated the event may have been related to a breach in aseptic technique during the patient¿s prior hospitalization (unrelated to dialysis).

Event description:
On 3/apr/2022, it was reported that this patient on peritoneal dialysis (pd) therapy was experiencing drain complications with the fresenius cycler during drain cyclers in pd treatment. Further information was obtained during follow up calls with two pd nurses familiar with the patient who reported that the patient did not experience any adverse effects from the reported drain complications. It was confirmed the patient was using heparin, per standing orders, for possible fibrin even though fibrin was not visible. Subsequently, on (B)(6) 2022, the patient was seen in the outpatient pd clinic (for a scheduled appointment). During the visit, the pd nurse performed a manual drain of the pd effluent which was observed to be cloudy. As a result, the patient had a pd culture obtained which had no organism growth but did have an elevated white blood cell of 180 consistent with a diagnosis of peritonitis. The patient was initiated on antibiotic treatment with vancomycin 1.5 grams and gentamycin 60 mg intra-peritoneal (ip) on an outpatient basis. Per the nurse, the patient is recovering from the event and continues pd treatment on the fresenius cycler without any issues. The nurse stated the cause of the peritonitis was unknown. However, there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated the event may have been related to a breach in aseptic technique during the patient¿s prior hospitalization (unrelated to dialysis).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction provided in h6.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) therapy was experiencing drain complications with the fresenius cycler during drain cyclers in pd treatment. Further information was obtained during follow up calls with two pd nurses familiar with the patient who reported that the patient did not experience any adverse effects from the reported drain complications. It was confirmed the patient was using heparin, per standing orders, for possible fibrin even though fibrin was not visible. Subsequently, on (B)(6) 2022, the patient was seen in the outpatient pd clinic (for a scheduled appointment). During the visit, the pd nurse performed a manual drain of the pd effluent which was observed to be cloudy. As a result, the patient had a pd culture obtained which had no organism growth but did have an elevated white blood cell of 180 consistent with a diagnosis of peritonitis. The patient was initiated on antibiotic treatment with vancomycin 1.5 grams and gentamycin 60 mg intra-peritoneal (ip) on an outpatient basis. Per the nurse, the patient is recovering from the event and continues pd treatment on the fresenius cycler without any issues. The nurse stated the cause of the peritonitis was unknown. However, there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated the event may have been related to a breach in aseptic technique during the patient¿s prior hospitalization (unrelated to dialysis).